Manufacturer narrative:
The welch allyn pediatric/infant scale is intended to be used by clinicians for weighing patients from 0.35 oz to 44 lbs (10 g to 20 kg) and measuring patients up to 32 inches (81 cm), depending on the size of the scale cradle. The customer was provided with the appropriate replacement part numbers to resolve. A trained clinician would not rely solely on a single device result for determining a clinical treatment plan. When faced with suspect readings, clinicians can determine if a patient has an acute variation in weight values based on medical history, physical assessment as well as reported symptomatology and can seek an alternative back-up device to validate a result. The reported issue of inaccurate weight would not be likely to lead to serious injury and is not considered to be a reportable malfunction. Reports of a damaged power supply with exposed electrical wire can result in electrical injury.

Event description:
The customer reported the scale was inaccurate and has a power cord that has worn through with copper showing.